Manufacturer narrative:
Section h6 - the "type of investigation" code should have been analysis of production records, rather than device not returned.

Event description:
It was reported that the patient was admitted to the hospital with endocarditis on (B)(6) 2025. The physician explanted the implantable cardioverter defibrillator (ICD). The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.